Event description:
Customer stated, "unit stopped working." The product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator determined the customer was misusing the pad by wrapping/ twisting the cord during use. The twisting of the cord led to weakening of the external coating of the wire and breakage of the wire causing a break/cut burn in the cord. . The break led to customers pad not working. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts."